Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: none. It was reported that the initial procedure was performed in 2008, in which the target lesion, located in the left posterior lateral (ltl), was severely calcified, de novo and with a 90% stenosis. After predilation, the 3.0 x 28mm promus stent was implanted. Postdilation was done, resulting in 0% residual stenosis; however, the result seemed to be sub-optimal. At the second procedure on four days later. (Which was originally planned for a different lesion) it was decided to treat the lesion again. A 80% stenosis had occurred at the distal edge of the 1st lpl and was treated with a xience stent, resulting in 0% residual stenosis. It has been confirmed by site personnel that the re-intervention was not done because the promus stent placed during the index procedure did not work properly, but because of the complex nature of the lesion (e.g. Bifurcation proximal to lesion) and because of the sub-optimal angio findings. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Product performance engineering reviewed the incident info. Restenosis, as listed in the promus instructions for use, is a known risk associated with coronary stenting and is not necessarily an indication of a product quality issue. There was no report of any device malfunction at the time of the stent implant and the procedure was completed successfully. However, a conclusive root cause for the reported pt effects, and the relationship to the devices, if any, cannot be determined.